Event description:
On (B)(6) 2026, it was reported that on (B)(6) 2026 the user experienced hyperglycemia with a reported blood glucose of 522 mg/dl, resulting in an emergency department visit. The user was treated with IV fluids and exogenous insulin. The user recovered and resumed ilet therapy.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring ems transport and emergency department treatment while using the ilet. The highest reported blood glucose was 522 mg/dl. The user remained on ilet therapy throughout the event and administered exogenous long-acting insulin prior to transport while remaining connected to the device. The emergency department treated the user with IV fluids and discharged the user the same day after glucose values returned toward range. Clinical documentation indicated dehydration was believed to be the primary cause of the hyperglycemia; however, no device evaluation or engineering evidence was available to definitively exclude a device contribution. No device malfunction was reported or identified during complaint intake. Because the precise cause of the hyperglycemic event cannot be conclusively established and the event required emergency medical intervention, a device contribution cannot be ruled out. This event is being submitted as an MDR. A supplemental report will be submitted if additional information becomes available.